Event description:
It was reported that the device had error code - occlusions. Per reporter, "occlusions, no tubing lot numbers were recorded, and no patient was affected." Event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for repair/evaluation. No previous repair has been noted in the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.